Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer's blood glucose level was 197 mg/dl.